Manufacturer narrative:
Stripped articulation gear. Product complaint analysis team had completed its investigation of the device which was returned to co with product inquiry #973478. Visual inspections & results: batch number, a k00r91 b k00u; cartridge pan in place/condition ab yes/good; condition of drivers ab good; lockout tabs on pan condition, a locked out b unfi; position/condition of wedge sleds a fully fired/good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansism, good; condition of firing mechanism, damaged; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not fire" during surgery. Instrument was returned with a stripped articulation gear, but was otherwise in good physical condition. No conclusion could be reached as to how this damaged occurred. Instrument was cycled, fired, cut and formed staples within design specification. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuouly improve co's products.

Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the device would not fire. A new device was used to complete the case. There was no pt consequence.